Event description:
It was reported that the spinal cord stimulation (scs) patient experienced a suspected infection at the site of the implantable pulse generator (ipg). The patient underwent a revision procedure where the ipg was replaced. The explanted ipg was discarded at the facility and was not returned to bsc. Despite multiple good faith efforts, boston scientific has been unable to obtain additional information regarding the patient outcome.